Event description:
The pt contacted lifescan (lfs) u.k reported that their one touch ultra meter had a power issue. Lfs has not been able to obtain additional info from the pt. The pt's meter would not turn on since saturday and they were not able to test their blood glucose. Sunday night, the pt suffered a hypoglycemic event, where the paramedics were called. The emergency medical technician meter result was 1.7 mmol/l (31 mg/dl), which reflects a serious injury. They were given "glucose solution to drink". They were sweaty at the time of concern. The pt had originally called to request for a new battery, but had not seen the battery symbol on the display. During troubleshooting, it was verified that they were using the correct test strips. They were asked to press the power button, but it would not turn. On. The batteries were checked, and it was discovered that they were not installed correctly. Therefore, use error was involved. The batteries were last replaced greater than a year ago. The batteries were reseated and the meter turned on. The issue was resolved. Based on the info provided, there is no indication that the product malfunctioned. However, there was use error involved, which may have contributed to the pt's hypoglycemiac state. Therefore, this case is reported as an adverse event. The pt was not sent any replacement products.